Event description:
Supplemental report filed to include lot and UDI numbers, corrected 510k number, and added device manufacturer date.

Event description:
A complaint was received regarding a mariner screw (41-8590-1) that fractured intra-operatively. This implant failure happened when the surgeon was adjusting the height of his 8.5x90mm s2/ai screw. The shank was left in the patient.

Manufacturer narrative:
The reported fracture was confirmed during inspection of the returned device however, the cause of the fracture was not identified. No other information regarding the reported event were provided by the customer other than the shank remained in the patient. There was no mention of any remedial actions or any adverse effects experienced by the patient, if any. Possible adverse events: bending, disassembly or fracture of implant and components.